Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they have not heard anything back; logs were sent. No actions/interventions taken, rep can program the patient and she is getting relief however her battery won't stay charged. Waiting to hear back from tech support to figure out what needs to be done next. Issue was confirmed with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient having issues with recharging and the neurostimulator battery depleting too quickly. Patient was at 90% this morning and by the time they saw rep the battery was at 50%. After about 30 minutes of interrogation the battery dropped to 40%. Technical services(ts) confirmed with recharge diaries that patient was at 90% this morning. Rep tried to run energy check but she was not able to do it. Patient programmed in group a with programs 1 to 3 at 200usec, 50hz, prog#4 at 100 hz and 200usec. Stimulation amplitude was at 3.4ma, 1.4, 1.4 and 1.2 amplitude were from prog#1 through 4. Impedance check showed 559-945 ohms. Based on those parameters rep said they got energy too high for calculation message, and this was with 15 minutes cycling on/off. Rep later had patient lay down for another impedance check in a different body position and those values were 500-900 ohms as well. Rep then tried to program a group d. With 300usec, 50hz, 2.7ma on 3 as cathode and electrode 5 as anode, but energy check didn't allow it. Rep then tried to program 1ma 100usec 50hz for electrodes 10- and 12+, but again energy check said it was too high. Ts had rep reset the neurostimulator and then it still didn't allow energy check. Rep then wiped out all programming and programmed 1ma 100usec 50hz for electrodes 10- and 12+, but this didn't allow due to the energy check again. Ts had rep gather data file information and then transferred rep to hcit to get log files for comm manager and ins. Rep programmed group a for patient to have use of her therapy. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported they were planning on replacing the ins. Additional information was received, it was reported a date had not yet been confirmed for the ins explant. The device was still implanted in the patient.

Event description:
Per input from engineering there is a concern about the functionality of the ins hardware. Tss left message for rep about trying another reset though it's unknown if this will resolve the issue (there was one reset attempted on april 10). Tss reviewed consideration for ins explant since there is limited further troubleshooting to be done. It was also reported in a separate email that the patient was charging very frequently ("all day every day") and rep is still unable to calculate the energy usage on the tablet. Impedances continue to be normal. The pt is getting great pain relief per rep. Tss also indicated that ins was not responding as intended and referenced the warranty team contact info already sent to caller in an may 16 email. Per rep's email, they are planning on replacing the ins and wondering how to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.